Event description:
Per the clinic, the patient experienced an extrusion of the electrodes into the auditory canal. The recipient is currently able to hear well without any issues, and there is no deterioration in performance reported. The surgeon has plans to do an exploration surgery.

Manufacturer narrative:
This report is submitted on june 9, 2022.

Manufacturer narrative:
Per the clinic, the patient underwent revision surgery on (B)(6) 2022, to reposition the excess lead area. The implanted device remains. This report is submitted on july 11, 2022.